Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61087.

Event description:
It was reported that the fiber end fired after 53,000j. The physician opened a second fiber and it again had end fired after 13,000j. No stones noted, fiber life was not activated. Neither of the two fiber were cleaned during the procedure and both fibers were inspected prior to use they appeared ok. There was no patient injury noted. A third fiber was opened to successfully complete the case.